Event description:
It was reported that the subject device's display suddenly had a blackout. This issue occurred during a diagnostic gastrointestinal endoscopy procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure (display suddenly appeared blackout) was not confirmed. Based on the results of the investigation, and since the device was not returned and evaluated, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.